Event description:
It was reported that during a lumbar microdiscectomy surgery, it was observed that the foot control device "would not stay on two of the four screw holes, which were broken/stripped". There were no delays to the surgical procedure as a spare device was available for use. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual asessment revealed that the bottom plate came off the housing. Therefore, the reported condition was confirmed. This was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.